Event description:
It was reported that the patient was implanted with the trial on monday. The device worked last night, as the patient was able to void 100 ml. Today, the patient was unable to void. The patient used to feel stimulation above his penis and now felt it in his testicle. The patient thought that he had two leads, one on each side. The manufacturer representative was supposed to call the patient about reprogramming. The dial was reportedly set at 8.0 volts. Additional information received on 2013-09-09 reported that the patient was walked through reprogramming to rectify the problem. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).